Event description:
It was reported when the dilator was removed from the sheath, a leak was observed at the valve of the sheath. The sheath was replaced to complete the procedure with no consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.